Event description:
Procedure type: laparoscopic colectomy of cecum with terminal ileum. According to the reporter: the device could be fired without incident. When the device was released from the jaws, the jaw got caught in tissue. The surgeon removed it forcibly. Tissue damage was confirmed, and it was sutured. The doctor found some staples got caught in staple pocket. Add'l tissue resection: no. Nothing fell into the cavity. Under 200 cc bleeding. Patient age, gender and weight: unknown. Patient is under observation. No reinforcement material was used. Unknown extension of surgery time. No adverse event reported.

Manufacturer narrative:
(B)(4).